Event description:
This pt is experiencing static and a decrease in performance since early in 2006. All externals were exchanged and the device was reprogrammed, but this did not alleviate the pt's complaints. Integrity testing did not show fault with the device. Radiological results were inconclusive. The device was explanted and replaced with a new device in 2006.